Event description:
It was reported that a clearlink stopcock set had disconnected at the stopcock, during a reinfusion of cell saver blood. Shortly after the infusion was started, the tubing disconnected at the stopcock. It was reported that when the cell saver blood leaked, the physician was exposed and it resulted in the patient receiving an incomplete dose. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the sample was not received for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition could not be confirmed, therefore a root cause was not identified.